Manufacturer narrative:
Analysis of the returned polaris ultra ureteral stent revealed a clean cut on the midsection of the stent shaft, approximately 12 centimeters from the bladder band. The cut included one of the drainage holes. The suture was not present, and no residue was present on the stent. According to the event description, the cut was identified when unpacking the device, prior to insertion into the patient. The cut was most likely caused by the suture while removing the device from the packaging or by using a sharp object like a knife or scalpel. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event.

Event description:
It was reported to boston scientific corporation that during unpacking for a stent replacement procedure, a polaris ultra ureteral stent was found to be cut on the mid section of the stent. No damage was reported to the product or shipping package. The product package was opened, and the device was easily removed from the device packaging tray. Reportedly, the suture was not removed from the stent. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that during unpacking for a stent replacement procedure, a polaris ultra ureteral stent was found to be cut on the mid section of the stent. No damage was reported to the product or shipping package. The product package was opened, and the device was easily removed from the device packaging tray. Reportedly, the suture was not removed from the stent. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."